Event description:
It was reported that guidewire tip detachment occurred. Vascular access was obtained via the radial artery. The 100% totally occluded, 30x3.5mm, concentric, de-novo target lesion with a lesion bend of >=90 degrees was located in the severely tortuous and severely calcified right carotid artery. After a 6f guide catheter was placed, a 182cm pt graphix¿ guidewire was advanced to cross the lesion, but the guidewire tip detached approximately 4mm during the attempt to reach the lesion. The device was completely removed. The procedure was not completed due to the 100% occlusion. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).